Event description:
During a hydrothermal ablation procedure a fluid loss alarm went off after about 7 minutes, the dr stopped and noted that it was a slow leak, then readjusted the clamp and started again, but when another alarm immediately went off, he aborted the procedure. At the one week follow up, a whitish area of the posterior cervix and vaginal vault was reported, with no pt discomfort and no treatment. At the two week follow up, the dr reported that the cervical burn was second degree, with tissue sloughing off, and he treated it with aminoserve. At the four week follow up, the dr reported the burn was healing appropriately, with fresh tissue. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and the co is unable to determine if the device met its specifications. The co believes user technique may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event.